Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The UDI string for this product is: (B)(4). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that anemia had occurred. During the pulsed field ablation procedure farawave was selected for use. It has been mentioned that hemoglobin level was found to drop from 15.4g/dl to 11.8g/dl next day of the procedure. Patient was shifted in the ward for observation. Patient has not been discharged yet. The product is not expected to be returned.